Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("bleeding") and ovarian cyst ("right ovarian cyst") in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive and insomnia. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included ibuprofen since january 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and nsaid's. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea, dysmenorrhoea, migraine, headache, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event migraines, headaches, dyspareunia, fatigue, back pain, genital bleeding added. Outcome of event pains and bleeding added as recovered. Concomitant medication added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and ovarian cyst ("right ovarian cyst") in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive and insomnia. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included ibuprofen and nsaid's. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, 1 year 2 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menstrual disorder, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and ovarian cyst ('right ovarian cyst') in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive, insomnia and gerd. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016, nsaids, ondansetron hydrochloride (ondasetron), paracetamol (acetaminophen), ranitidine and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish/anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, dysmenorrhoea, dyspareunia and back pain had resolved and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea, migraine, headache and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil she received treatment for pelvic pain, dysmenorrhea, dyspareunia, lower back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Batch no d13378 production date 2014-09-24 expiration date 2017-09-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received.no new clinical information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and ovarian cyst ("right ovarian cyst") in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive and insomnia. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included ibuprofen and nsaid's. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, 1 year 2 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menstrual disorder, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received- events- "hormonal changes describe: mood changes, depression, mental anguish, nausea, dysmenorrhea (cramping), right ovarian cyst", reporter, lot number, concomitant and historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and ovarian cyst ('right ovarian cyst') in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive, insomnia and gerd. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016, nsaids, ondansetron hydrochloride (ondasetron), paracetamol (acetaminophen), ranitidine and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish/anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On 6-sep-2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, dysmenorrhoea, dyspareunia and back pain had resolved and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea, migraine, headache and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil she received treatment for pelvic pain, dysmenorrhea, dyspareunia, lower back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-mar-2016: results: essure device was successfully occluded. Batch no d13378 production date 2014-09-24 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and ovarian cyst ('right ovarian cyst') in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fibromyalgia, herpes simplex, ana positive, insomnia and gerd. Concurrent conditions included pain in hip and paratubal cyst. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016, nsaids, ondansetron hydrochloride (ondasetron), paracetamol (acetaminophen), ranitidine and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("depression"), anxiety ("mental anguish/anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, dysmenorrhoea, dyspareunia and back pain had resolved and the ovarian cyst, menstrual disorder, mood altered, depression, anxiety, nausea, migraine, headache and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood altered, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: right side 5 coils, left side - 1 coil she received treatment for pelvic pain, dysmenorrhea, dyspareunia, lower back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events "allergic reactions, dysmenorrhea, dyspareunia was updated to recovered/resolved". Event of genital haemorrhage downgraded to non-serious. Reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.